Event description:
Caller reported a cartridge alarm 20, which had no adverse impact on their blood glucose level. Technical support confirmed the consecutive cartridge alarms and decided to replace the pump under warranty. The customer will continue using their current pump and was advised on various procedures, including putting the pump in storage mode and returning it within 10 days. They were also informed about connecting their cgm and programming settings into the replacement pump. Technical support confirmed shipping details, and a replacement pump was sent. Customer will continue to use current pump